Event description:
A health care professional reported during the intraocular lens implantation the nozzle of the cartridge was blocked. The surgery was completed on the same day with a back up lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: the device was returned in a clear plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The tip of the nozzle is crushed. We are unable to determine the root cause for the reported complaint "blocked/sealed nozzle tips". The company device was returned with lens advanced into the mid nozzle. All company devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. The company device was returned activated. The instructions for use (IFU) instructs to inspect the company nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and company delivery system. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. The manufacturer internal reference number is: (B)(4).